Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6) 2010 and mesh was implanted. On (B)(6) 2012, the patient experienced pain. In (B)(6) 2012, the patient underwent an operation for an epigastric hernia and ligalene mesh was implanted. After a short time, the patient experienced pain due an inflammatory process. On (B)(6) 2012, the patient underwent another operation. Elimination of a granuloma in the abdominal area and removal of part of one of the meshes was performed. A biopsy was also performed and confirmed a rejection of the mesh with serious inflammation. The patient also returned to the hospital on (B)(6) 2013 because she is still experiencing pain. The patient has a new hernia and a new operation was been scheduled.

Manufacturer narrative:
(B)(4). Inflammation occurred . Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.